Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) :01/2011 - reuse. Electrode belt (B)(4): 03/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients ae instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Oversensing of a small cardiac signal contributed to the false detection. The rhythm at the time of the treatment was atrial flutter at 90bpm with motion artifact. The patient was an inpatient of a hospital and sitting on her bed, pouring herself a glass of water at the time of the event. The response buttons were not pressed during the entire event. The patient continued to wear the lifevest.